Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen would time out while interacting with the pump. In addition, it was reported that a portion of the touchscreen became "pixelated" for a moment, and then cleared. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.